Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller, calling on behalf of a customer, reported the test did not start on customer¿s adc blood glucose meter after a sample was applied to a test strip inserted into it. Caller noted that on (B)(6) 2019 customer¿s sugar was low when the ambulance came and she was given ¿something sweet¿ and then transported to a hospital. Customer was kept overnight and discharged the next day. No additional information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned and a valid serial number has not been provided for the strips. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the fs lite meter was reviewed and the dhrs showed the fs lite meter passed all tests prior to release. Clinical data was reviewed and confirmed that freestyle strips continue to be safe, effective, and perform as intended in the field. Stability data for freestyle strip was reviewed and showed no anomalies or non-conformance's that could have led to the complaint. A tripped trend review was conducted for the reported complaint and freestyle strips, no trends were identified that would indicate any product related issues. If the product is returned, the case will be re-opened, and a physical investigation will be performed

Event description:
A caller, calling on behalf of a customer, reported the test did not start on customer¿s adc blood glucose meter after a sample was applied to a test strip inserted into it. Caller noted that on (B)(6)2019 customer¿s sugar was low when the ambulance came and she was given ¿something sweet¿ and then transported to a hospital. Customer was kept overnight and discharged the next day. No additional information was provided. There was no report of death or permanent injury associated with this event.